Manufacturer narrative:
(B)(4). Date sent: 04/02/2020, additional information received: there were no complications for the patient, another stapler was opened and anastomosis was performed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Not informed. Was there any damage to the patient due to the problem presented with the device? No. Opened a new stapler. Was any other medical intervention required due to the problem presented with the device? No.

Event description:
During the colostomy closure procedure of the patient, the ethicon circular stapler is used, which during the surgical procedure the surgeons refer to not functioning since they perform anastomosis and at the time of removing the stapler it is realized that only made a cut and no anastomosis, both rings are removed which had visible staples. Another stapler was opened to continue the surgery.